Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, the log files were provided for review. The log review confirms that the device did not prompt a shock advisory for a non-shockable rhythm, as stated in the customer's report. The investigation is closed as unsubstantiated. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a conscious male patient (age unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.